Event description:
It was reported that the ilet pump was perceived to double dose meals; review of engineering logs showed the user unlocked the pump with the limited access code and navigated to the meal announcement screen before entering a meal, which led to accidental meal announcements and subsequent hyperglycemia up to 264 mg/dl without reported hyperglycemic symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem consistent with an improper procedure or method involving an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.